Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5034-52 implantable pacing lead (B)(6) 1997; addr01 (B)(6) 2009 pacemaker. (B)(4).

Event description:
It was reported that the right atrial lead showed low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.